Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the patient presented with induced astigmatism (-0.75 + 1.25 x 050, compared with preop mr of +8.25 +0.25 x 150). The patient's most recent bcva is 20/30+2. The patient is under the care of a retinal specialist.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.